Event description:
The reporter stated that on (B)(6) 2012, the spinal needle broke and the broken part remained in the pt's spinal cord. Additional information received via email on (B)(6) 2013, on an unknown date, the pt did receive surgery to remove the broken piece of the spinal needle. There was no further adverse events with the incident. No further information is available.

Manufacturer narrative:
Two products were returned. One unused spinal needle in an unopened package and one used spinal needle. The products were inspected. It was confirmed that one needle was broken. The broken needle was inspected for non conformance under magnification and it was observed that the distal edge of the needle was deformed. The stylet which was fitted within the needle at the time of insertion, however, did not show any damage. The most common cause of needle breakage is repeated bending and straightening of the needle during insertion/positing of the needle. Bd product labeling stated the following: as with any spinal procedure, to help avoid needle breakage, do not attempt to straighten a bent needle. Repeated repositing may increase the risk of needle breakage.